Manufacturer narrative:
Since the original report was filed the investigation has concluded. The product was not returned, only the data logs and clinical report were available for investigation. The logs showed the pump operated to specification. There was no spike or changes that would be indicative of biomaterial ingestion. The cause of the thrombosis was determined to be patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. There can be no benchtop analysis to root cause. The vessel thrombosis cause is not known at this time. Further clinical details have not yet been shared. Should root cause be determined, a final report will be forthcoming. Of note the IFU states the following: "potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The medical center had an impella cp placed for support of a patient after the surgical team had turned her down for bypass (CABG) surgery. The cp was to support the patient for coronary angioplasty via femoral artery access. The pump was placed and was supporting the patient when she became disorientated in the ICU and was grabbing at her impella pump. The team made choice to explant the pump. At the time of explant they discovered thrombosis at the impella access site. The thrombosis was treated by penumbra thrombectomy and balloon angioplasty.